Manufacturer narrative:
Device is a combination product age at the time of event: 18 years or older. Device evaluated by MFR.: promus element plus, mr, ous 4.00 x 16mm stent delivery system was returned for analysis. The device was returned without the stent. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp marks were still visible on the balloon body. A visual and microscopic examination of the bumper tip showed signs of distal tip damage with the tip stretched. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found issues with the polymer extrusion section of the shaft immediately proximal of the balloon stretched and kinked in multiple places. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26-jun-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 90% stenosed, 16mm x 4.00mm target lesion was located in the severely calcified left anterior descending artery. A 4.00 x 16mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.